Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low sensor reading on the abbott diabetes care (adc) device, compared with the competitor's unspecified reading. It is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of dizziness and mild panic. The customer self-managed by administering apidra (dose/type unknown for treatment (rapid-acting insulin). The customer reported taking metformin and toujero (long-acting insulin). There was no report of death or permanent impairment associated with this event.